Event description:
It was reported that during testing conducted at the manufacturer, the saw was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the visual examination, the device was found to have debris in the sagittal head and corrosion in the motor, which is a probable cause of overheating.